Event description:
It was reported that there was a power on reset (por) condition. It was stated that the device was showing ¿call your doctor¿ icon. It was noted that the patient was unable to adjust stimulation. The patient reportedly saw the message (B)(6) 2013 when she started to charge the device. It was noted that the patient was able to use stimulation after the por was cleared. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3998, lot# j0406140v, implanted: (B)(6) 2004, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: implantable neurostimulator. F(B)(4).